Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital after experiencing low flow and multiple red heart alarms. Due to end of life device symptoms, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl) and a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.